Event description:
Pt receiving tpn for several weeks with same product. Tpn not flowing appropriately. Pt's husband noticed kinks in tubing that were restricting flow of fluid. Pt's husband had to switch IV tubing several times until he found one with no kinks.